Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not reading carbon dioxide (co2) gases. No patient harm was reported. Investigation summary: the customer performed troubleshooting steps before contacting nihon kohden technical support (nk ts). The customer stated they allowed the device to warm up before attempting to use it. They replaced the sampling line and the water trap, and verified the o-ring was seated correctly. Nk ts initiated an exchange. Evaluation of the returned device was able to duplicate the reported issue. The root cause is determined to be component failure.

Event description:
The customer reported that the multigas unit was not reading carbon dioxide (co2) gases. No patient harm was reported.

Manufacturer narrative:
The customer reported that the carbon dioxide (co2) would not read on the gas unit. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the carbon dioxide (co2) would not read on the gas unit. No patient harm was reported.